Event description:
The lay-user/patient contact lifescan alleging that her one touch ultra meter was giving the "error 4" message. The patient felt like her blood sugar level was getting low at work so she attempted to test herself a couple of times. Each time, she got the "error 4" message. About 30 minutes or an hour later, the patient started to feel "shaky" and developed knee weakness. At that point, she went to her work's company nurse. The nurse obtained a blood sugar value of "53 mg/dl" using the company's "freestyle" meter. The nurse gave the patient a cookie and soda to consume. Ten minutes later, the patient was retested with a value of "71 mg/dl." The patient takes "glyburide" 5 mg tablets, 1 tablet in the morning and 1 tablet at night. She also takes "metformin" 1000 mg tablets, 1 tablet in the morning an 1 tablet at night. The patient took her morning medications on the day of the event. She does not take insulin. The customer care advocate (cca) verified that the patient's test strips were in good condition and that she was testing a room temperature. The cca had the customer clean the meter and retest. Although the "error4" message did not reappear, the meter, test strips, and control solution were replaced. Even though the "error4" issue was resolved, this complaint is being reported due to the patient suffering an injury and receiving medical treatment.